Event description:
It was reported that during preventative maintenance performed by a getinge field service engineer (fse), the cs300 intra-aortic balloon pump (iabp) failed the safety disk leak test. There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
A getinge service territory manager (stm) evaluated the unit and initially could not reproduce the reported failure. After the console failed the safety disk leak test with the luer plug that the staff was using, the luer plug was confirmed to be the issue. The iabp was then functional tested without any further failures with all safety, calibration, and functionality checks to factory specifications. The iabp was released to customer and cleared for clinical use. (B)(6).

Event description:
It was reported that during preventative maintenance performed by a getinge field service engineer (fse), the cs300 intra-aortic balloon pump (iabp) failed the safety disk leak test. There was no patient involvement and no adverse event was reported.